Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box revealed that the pump had been running on the wrong date settings until (B)(6) 2013 when it had been manually corrected. No evidence of time and date reset was observed. The pump powered on with a dim and discolored display screen. A test display was attached to the pump and illuminated properly without discoloration. On testing, the pump was unable to maintain the correct time and date settings. The pump was opened for investigation and revealed the internal battery was leaking.